Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was hospitalized with a high blood glucose reading of 26.4 mmol/l. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump did not pass the prime test. Nothing further was reported.